Event description:
Boston scientific received information that the remote home monitoring system issued an alert for an unspecified product performance issue. Boston scientific technical services (ts) was contacted and suggested having the patient perform another remote interrogation in order to determine the issue. Attempts to obtain additional information were unsuccessful. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.